Event description:
Patient presented with pain in the right knee. Index surgery was approximately 4 years ago. Upon opening the joint the tibial component was observed to be grossly loose. When extracted the tibial tray did not have any cement attached to it. A new universal tibia with a 15mm stem was implanted with a 19mm ts insert.

Manufacturer narrative:
(B)(6). An event regarding baseplate loosening involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no device and no medical records were returned for evaluation. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient presented with pain in the right knee. Index surgery was approximately 4 years ago. Upon opening the joint the tibial component was observed to be grossly loose. When extracted the tibial tray did not have any cement attached to it. A new universal tibia with a 15mm stem was implanted with a 19mm ts insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.